Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv dislodged prior to the lead revision procedure.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a potential performance issue was noted on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.